Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, severe infections, worsening urinary problems, recurrent vaginal prolapse, pain during intercourse, bowel problems, neuromuscular problems, and the need for additional procedures. No further information has been provided.